Event description:
It was reported that the pt had revision surgery to relocate his ipg pocket site due to discomfort.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.